Event description:
Patient heard buzzing sound for 45 seconds that followed her around as she moved. On follow up, no telemetry possible, no pacing evident, and patient rate below lower rate and showing pauses.